Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
Device explantation report states that affected channels were observed. As per additional information, hearing performance with the device was affected. The recipient has been re-implanted.

Event description:
Explant report states that affected channels were observed. As per additional information hearing performance with the device was affected. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.